Event description:
It was reported that during device preparation and prior to use the protective sheath was being removed from the 3.5 x 15 mm nc trek balloon and resistance was met; additional force was used and the sheath was removed, however, the tip became stretched. The device was not used; there was no patient involvement. A second 3.5 x 15 mm nc trek was prepared for use and also met resistance with the protective sheath removal, however, saline was used to lubricate the tip area and the protective sheath was successfully removed without resistance or damage. The device was used with a femoral artery access approach during the procedure of the proximal right coronary artery (rca) without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc trek is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was unable to confirm the reported resistance upon balloon sheath removal, as the sheath had been removed prior to returning. A review of the complaint handling database found one similar incident from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.